Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is underway. A review of device download data does not suggest any monitor malfunction contributing to the treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while at home. The patient reportedly lost consciousness during the event. Rapid atrial fibrillation contributed to the false detection. The response buttons were not pressed prior to the treatment. The patient was admitted to the ICU and was scheduled to be implanted with an ICD.